Manufacturer narrative:
Other text: b5: additional information received on 06-oct-2022 via email and attached in complaint object: during removal, at the end of therapy. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The top and bottom cases were filled with fluid ingression. Error codes could not be confirmed in the event history log (ehl) as the pump would not power on. After visual inspection, the customer reported issue was confirmed as there were liquid droplets coating the entire inside of the pump, including all the boards. The root cause for the reported issue is attributed to customer damage via exposure to excessive fluids. No repair action was taken as the pump is beyond economical repair. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was submerged in liquid. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.